Manufacturer narrative:
The customer was not sure if the meter showed that qc testing was completed or not. The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the date set was off by 1 day and 2 hours. Relevant retention test strips (lot 361448) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results for 2 patients tested on a coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. Patient a: at 8:15 am the meter result was >8.0 inr and within 7 hours the laboratory result was 5.4 inr. On (B)(6) 2019 the meter result was >8.0 inr and within 7 hours the laboratory results were 5.4 inr and 5.5 inr. Patient a therapeutic range is 2.0 - 3.0 inr. Patient a has had changes in their diet and coumadin dosage. The patient is on a "hispanic" diet. The customer stated that the patient is non-complaint and does not take medications or follow the diet as prescribed. On (B)(6) 2019 the patient had a large bruise but did not receive any medical treatment. The patient was instructed by the customer to hold their coumadin dosage and to eat vitamin k rich foods based on the laboratory results. Patient a had a hematocrit of 33.8 percent on (B)(6) 2019. Patient b: at 1:16 pm the meter result was 6.1 inr and within 7 hours the laboratory result was 4.6 inr. Patient b therapeutic range is 2.0 - 3.0 inr. Patient b had a hematocrit of 40.6 percent on (B)(6) 2019. Patient b is an (B)(6) male with a date of birth of (B)(6). The patient weighs 82 kilograms. The laboratory results for both patients were deemed correct.